Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted tool marks on the header. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Event description:
Additional information was received that during the revision procedure, when the device was interrogated the original fault code was not observed. Technical services was consulted, however, due to the previous engineering analysis, continued to recommend device replacement. The device was ultimately explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device detected a fault code, indicating voltage too low for projected remaining longevity. Device memory was saved to a disk. Review of the disk confirmed the code and it was recommended that the device be replaced and returned for reliability analysis. Further review noted that the data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Additionally, the patient reported hearing beeping tones emitted from the device, which was an expected outcome of the associated fault code. A device replacement procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.